Event description:
It was reported that pump touchscreen responded slowly and required several taps, even though screen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Customer support explained that pump prioritized certain tasks, which could cause delays, and provided best practice tips for using touchscreen, and caller understood and acknowledged this guidance. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.